Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the evaluation of the submitted controller event log file confirmed the reported pump stoppage event as a result of a total loss of power to the system controller due to the depletion of the external batteries and the controller's internal backup battery. The submitted controller event log file began at timestamp(B)(6)2020 23:55. The log file showed that the patient was connected to external battery power and low power advisory alarms activated shortly after midnight on (B)(6)2020 at timestamp 0:18, followed by the activation of low power hazard alarms. The external 14 volt batteries then became fully depleted, resulting in no external power alarms beginning at timestamp 0:28. The system operated on the controller¿s internal backup battery until the pump ultimately stopped at timestamp 2:29. The timeclock subsequently reset to the default date of (B)(6)2000 0:00:00 when the system controller was connected to power module power, indicating that there had been a total loss of power to the controller. Review of the log file data appeared to show the pump operating as intended prior to the power loss/pump stoppage event. The submitted controller periodic log file captured data at 1-day intervals from (B)(6)2018 7:46 ¿ (B)(6)2020 5:01 and appeared to show the pump operating as intended with overall stable parameters and the actual motor speed remained at or above the low speed limit for the duration of the log file. Information provided by the account indicated that neither the controller nor pump would be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The heartmate 3 lvas IFU and patient handbook outline all system controller alarms as well as how to respond to each alarm condition and also provide instructions for how to charge and exchange batteries, how to monitor battery charge level, and how to change power sources. Both documents state that the patient should sleep only when connected to the mobile power unit. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2016 . The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 3 ¿powering the system¿ provides important information regarding the heartmate batteries, including ¿using heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 ¿patient care and management¿ (under ¿preparing for sleep¿) states, "a patient should sleep or plan to sleep only when connected to the power module or the mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low battery power advisory/hazard and no external power alarms, as well as how to respond to each alarm condition. Section g ¿glossary¿ (under system controller battery power gauge) states: ¿system controller battery power gauge: a set of four bars on the system controller. The bars show the approximate charge level for a pair of batteries being used to power the system. Four green bars mean the batteries are between 75-100% charged. One green bar means the batteries are less than 25% charged. A yellow diamond-shaped light means that only 15 minutes of battery power remain. If the yellow diamond comes on, promptly replace the depleted batteries or switch to the power module or the mobile power unit. Failure to replace batteries or switch to the power module or the mobile power unit may cause the implanted pump to stop.¿ the heartmate 3 lvas patient handbook (document 10006136, rev. B) outlines battery charge level, battery power gauge display, as well as visual and audible alarms in section 2 ¿how your heart pump works¿. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the mobile power unit. This section also indicates that the mobile power unit should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the mobile power unit when sleeping; otherwise, the alarms may not be heard. Section 3 ¿powering the system¿ includes instructions for exchanging batteries and switching power sources. Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the low battery power advisory/hazard and no external power alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased on (B)(6) 2020. The pump was found to not be functioning and there was no power to the controller. The controller was brought to the clinic and showed that the patient was asleep on batteries and batteries went completely down. The patient was on emergency backup battery for approximately 2 hrs before it went completely down. The pump was shown to be functioning prior to power loss. Technical services reviewed the log file and found a low power advisory followed by a low power hazard on (B)(6) 2020. A no external power event followed by an emergency backup battery in use event were captured as well. The log file confirms the mcs equipment operated was intended and ceased to operate when all power was lost. The alarms were both audible and visual.